Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device failed volume. It is unknown if there was no patient, or clinician injury associated with this event.

Manufacturer narrative:
Other, other text: device evaluation: one device was returned and visual inspection revealed smiths tampered seal label was intact, housing intact. Upon inspection, customer problem was duplicated. Running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. The over delivery expulsor was replaced.

Manufacturer narrative:
Additional information was received indicating that the reported event occurred in the biomed department during routine testing; there was no patient injury. The device was both below 18.8. The amount for volume accuracy test should be between 18.8-21.2. The liquid that was used was h2o.